Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report 1 of 2 received of air in the transducer set distal to the manifold. In 2004, during a cardiac catheterization, it was noted by the physician, that if he pulled (aspirated) on the syringe that was connected to the manifold via a rotating adapter and created a negative pressure, air would enter into the transducer set. It was reported that possibly the air was entering where the rotating adapter connected to the manifold. The manifold was replaced and the procedure was resumed. It was reported that no air was injected into the patient. There was no reported adverse patient effect. Though requested, no additional information was provided.